Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/26/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: there was no health damage or effect on the patient other than the protrusion of the suture. Treatment was completed with only suture removal without anesthesia or incision. The protrusion of the suture occurred at a position to the slightly right from the upper part of the closed wound. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Additional information was requested and the following was obtained: was the suture removed in a reoperation procedure? The suture was removed on an outpatient basis. Was reoperation necessary to remove the suture and re-suture the wound? =>the suture was removed on an outpatient basis. Was there any alleged deficiency with the device noted intra-op or post-op examination? Please explain. No further information is available. Could you please provide the lot number? No further information is available. Procedure date and date when the protruded suture was first observed? =>no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a c section procedure on an unknown date and barbed suture was used. Post-operatively, after a cesarean section in which the suture was used on the fascia, something like plastic came out from the abdomen at the 1-month medical examination. When it was checked, the suture protruded from the site other than the wound. The suture became transparent, and when touched, it was found that to be stratafix. The patient seemed to be concerned and pulled it, but it did not come off. When the suture was removed on an outpatient basis, it was removed without pain. There were no patient consequences reported. Additional information was requested.